Event description:
Customer reported poor image quality during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and reloaded system software. System operates as intended. This MDR is related to ge healthcare complaint.